Event description:
Per registered nurse, patient is having issues with the new pump. "It has been alarming "air in line" fairly frequently, and today was almost unusable. I have cleaned the insert, air sensor, the line does not have bubbles in it. I changed batteries and restarted multiple times, but during today's infusion it got worse as time went on." No further information was reported. Solicited call. Lot number and expiration date unknown. No adverse events reported, new pump being sent. Reported to (B)(6) by health professional.